Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, partial explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that three to four weeks prior to the date of this report the patient fell out of a wheelchair and since that time was experiencing dizziness, confusion and feeling tired. An x-ray of the catheter was taken, date unknown, and it was discovered the catheter was fractured. The patient has been on oral baclofen. The catheter was revised on april 16 and the surgeon implanted a new 8780 ascenda catheter. The proximal end of the old 8709 was explanted but the intrathecal end was left implanted as this was unable to be removed. The patient¿s dose was decreased and the patient was to stay in the hospital overnight. This device system delivered gablofen. Additional information was requested. It was further reported that the catheter was fractured at the distal (spinal) segment under the anchor. The patient¿s condition to date was not known but he was kept overnight to monitor symptoms. The catheter was not available for return.